Event description:
It was reported via repair work order that both foot end caster horn bearings would not swivel due to worn bearings which could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.